Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
User facility in (B)(6) reported the vitrectomy cutter cut intermittently. It was replaced with another one. No patient injury reported.